Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-01633, 3006705815-2023-01634. It was reported that the patients leads had been fractured. Surgical intervention was undertaken on (B)(6) 2023, where both leads were explanted and replaced. Intraoperative testing showed that impedance values were still reading high. Upon further investigation the new leads were clear of impedance issues and the ipg was explanted and replaced to solve the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.